Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information, the inflatable penile pump was explanted because the pump did not work. Attempts to obtain additional information have been unsuccessful. One titan touch pump was received for evaluation. Evaluation revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on all pump tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing and the inlet tubing segment matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the pump exhaust tubing resulting in separation. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the physician has informed about a cavernous body implant that was explanted because the pump did not work.